Event description:
It was reported by the rep that (2) pmw35 staple legs would not fully close on both sides and cause staple to lift out of wound. Opened another device to complete the case. There was no consequence to patient.